Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed. Device eval anticipated, but not yet begun.

Event description:
It has been reported to us that the coils on the guide wire became bunched up on the core wire during the procedure. The physician inserted the guide wire into the pt. The physician inserted a ptca balloon catheter and was advancing it forward and felt resistance, and the ballooon would not go distally. The coils on the guide wire became bunched up on the core wire. The physician was unable to complete the ptca procedure. The pt is reported to be fine.